Manufacturer narrative:
Philips has investigated this complaint. According to the additional information during planned treatment/non-emergency treatment the issue got occurred. The procedure was completed by using another system. It was reported that the system was unable to perform fluoroscopy/exposure. Review of the logfiles confirmed the ¿pipeline hangup, no more images will be processed¿ malfunction. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed from the equipment operation log that a fault has occurred in the flat panel detector control unit. Fse replaced the entire flat panel detector control unit (fdcsib). After the replacement of flat panel detector control unit (fdcsib), the system was returned to use in good working. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform fluoroscopy/exposure, which can impact imaging. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.